Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 438 mg/dl and the low blood glucose level was 30 mg/dl. The customer declined troubleshooting for low and high blood glucose level. The customer was treated with insulin pump and manual injection for high blood glucose level and glucose and food for low blood glucose. The customer stated no symptoms related to high and low blood glucose. Customer experienced multiple blood glucose values such as 33 mg/dl, 57 mg/dl and 39 mg/dl. The device will not be returned for analysis.